Manufacturer narrative:
(B)(4). Additional information: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
During a hemorrhoid procedure after firing the stapler, the circular staple line was not complete. The surgical site was bleeding and a suturing was necessary to fix it. The device used in case was thrown away. Another sterile device from the same lot number was given for inspection. There was no patient injury. There was no extension of incision. Surgery time was not extended by more than 30 minutes. There was no blood loss of 500cc or more and no tissue damage or tissue loss. No device fragment fell into the patient cavity. Current patient status is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sealed stapler. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.